Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf2814c103ej stent graft was implanted during the endovascular treatment of a 59mm aaa.the infrarenal aortic neck was noted as short an tortuous. It was reported that during the index procedure pig imaging was being used when deploying the stent graft's proximal region. At the beginning of the deployment the slider was rotated in the correct direction. Deployment had progressed up to the base of the suprarenal stent and the slider was rotated in the opposite direction. Despite rotating in the wrong direction, the first covered stent was deployed. At the same time, the suprarenal stent captured in the tapered tip was also deployed. This prompted the operating team to recognize something was unusual, and they realized that the slider handle had been rotated in the incorrect direction. On fluoroscopy, it seemed like it was deployed normally, but it became clear that the suprarenal stent was rotating backwards. The external slider was rotated in the correct direction, and the stent graft , including suprarenal stents were implanted normally. There was no abnormalities noted with the external slider. It was noted that retrieval of the tapered tip was unsuccessful. The back-end wheel was rotated to the maximum limit in the direction opposite to the arrow (the direction for capturing the tip), it was not possible to fully retract the tip and the graft cover. As removing in this state could have caused vessel damage, the physician disassembled the back-end wheel and pulled to capture the tip and remove the delivery system. Per the physician the cause was attributed to user error. The external slider was turned clockwise instead of anticlockwise. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the deployment issue was confirmed on the video provided and appears to be related to the handling of the delivery system. The footage shows the graft cover was initially retracted, then moved upward, and was subsequently retracted again, which aligns with the reported user error of rotating the external slider in the incorrect direction afterafter the initial retraction of the graft cover. However, the difficulties encountered during the removal of the delivery system could not be confirmed based on the procedural angiogram video provided. The video provided did not include additional angiograms that would have shown the full deployment of the stent graft or the attempts to remove the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.